Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone that the insulin pump had multiple pump error alarm. Customer¿s blood glucose was unknown at the time of incident. Customer stated that the insulin pump was not able to rewind. The insulin pump will be returned for analysis.

Manufacturer narrative:
The insulin pump passed the rewind test, prime/seating test, basic occlusion test, occlusion test, force sensor test and displacement test. No unexpected pump error 130 or 43 alarms noted during testing however, found corrosion on the motor home switch during visual inspection.